Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and severely tortuous left circumflex artery (lcx). The 8mm x 2.5mm nc quantum apex balloon catheter was advanced and inflation was performed three times to unknown pressure. During the fourth inflation, the balloon ruptured at 18atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and severely tortuous left circumflex artery (lcx). The 8mm x 2.5mm nc quantum apex balloon catheter was advanced and inflation was performed three times to unknown pressure. During the fourth inflation, the balloon ruptured at 18atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: there was blood and contrast in the balloon and inflation lumen. The mid-shaft was kinked 1.75cm from the guidewire exit notch. Magnified inspection revealed a longitudinal tear in the balloon wall from the mid-section to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).